Event description:
The customer reported while using hand held intermec barcode wand read a sample barcode in well position f10 misread. An hiv-1 p24 antibody assay was being run at the time. No death or serious injury was associated with this event.